Event description:
Pt was diagnosed with pancreatic cancer and the drs put biliary and duodenal wallstent made by boston scientific. Pt had received high doses of 5fu in a clinical trial and the drs did not follow protocol and gave the doses too close together and the end result was the stents disintegrated inside of pt and the bile backed up and killed pt along with the bleeding where the stents cut pt up. Rptr asks if there is any data on this with high levels of chemo and the stents breaking down. The stents were in for six mos. Pt was thriving until that happened with the chemo and the problems with the stents started.